Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer states they received motion sensor test failure. The customer's blood glucose level was 124mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump passed the stop and run currents tests. Unable to verify the motion sensor test failure alarm or perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime or no delivery alarm tests due to the motor error alarms. The pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.